Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had their device removed due to infection. The cause of the infection was unknown. The physician explanted the device and the issue was resolved at the time of the report. The explanted device was discarded by the customer so would not be returned for analysis.